Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was off and they were not sure how it turned off. It was noted that the patient did not press the ¿stimulation off¿ button. The patient reportedly thought that the ins had been turned off for a couple of days. The patient was able to turn stimulation on with normal use of the patient programmer. The patient reportedly stated that they did not turn stimulation off but it turned off by itself. It was later reported that the patient did not have any concerns with their device or therapy and that they had received assistance and their concerns were resolved by phone.